Manufacturer narrative:
The available information and log file were evaluated for the investigation of the reported event. The device, the affected cockpit c500, has been investigated and repaired in lübeck. The evaluation of the log file does not show a stop or restart of the ventilation unit. During the investigation in the repair shop in lübeck a faulty backlight was identified. The complained display malfunction could be reproduced. The fluorescent tubes of the cockpit were defective and cause a faulty display illumination. The ventilation is not affected by a faulty backlight and is continued with unchanged settings. Safety-relevant parameters such as fio2, minute volume, or airway pressure are displayed in the secondary oled display of the ventilator, and the user can observe the ongoing ventilation. Repairs were carried out in the repair shop at the manufacturer site in lübeck. The field failure rate is continuously monitored by the product quality board. The results of the investigation did not reveal any new risks which are not covered by the product risk management file. Based on the results of the investigation, this case is no longer considered reportable according to meddev 2.12 rev.08, as neither a death nor a serious injury was caused, nor is it expected to happen in case of a recurrence.

Event description:
It was reported that both the ventilator and cockpit shutdown with an audible alarm while it was connected to a patient. They had to bag the patient after the ventilator stopped working. The nurse reported that the cockpit was blank and also, the led display in the ventilator was off. There were no patient health consequences reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that both the ventilator and cockpit shutdown with an audible alarm while it was connected to a patient. They had to bag the patient after the ventilator stopped working. The nurse reported that the cockpit was blank and also, the led display in the ventilator was off. There were no patient health consequences reported.